Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not complete calibration. It wouldn't fail, just would not complete the calibration. Error code 234027 and dashes displayed on the perfusion screen. The customer used an external blender. As a result, alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.